Event description:
Integra received a mailed copy of user facility report # (B)(4) that the reporter had submitted to (B)(4). The report stated that: a zimmer dermatome was loaded with a pagett dermatome blade. The operating room staff did not realize this until the physician began to harvest his split-thickness skin graft and actually cut deep a near full thickness graft. The fat and deep papillary dermis was exposed. As a result, the pt's wound was extended by 1 inch on either side.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.